Manufacturer narrative:
(B)(4). The field service representative (fsr) verified roller pump would not pass self-test. The fsr removed defective central processing unit (cpu) / control board in the roller pump, installed a new cpu / control board and calibrated. The fsr performed release test and unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation. During laboratory evaluation the complaint was confirmed. The product surveillance technician (pst) found the integrated circuit u1 was not fully seated into its socket causing startup failures and loss of the pump speed display. After fully seating u1 no further failures occurred and the pump speed was displayed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a follow-up emdr will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump did not power on self test (post) and did not display speed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.